Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes twenty-three (23) tubes had black or red embedded foreign matter. Additionally, a single tube was missing its label. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d9: device available for eval: yes. D9: returned to manufacturer on: 29-apr-2024. H6: investigation summary: bd received twenty-three (23) samples and four (4) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure modes for foreign matter (fm) and missing label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of fm and missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes twenty-three (23) tubes had black or red embedded foreign matter. Additionally, a single tube was missing its label. No health impact or consequence reported.